Event description:
Customer reported one pt with 'inexplicable' astigmatism in the left eye following refractive surgery. A review of the logfile for this pt's surgery shows the same axis value was entered, by the user, for both eyes resulting in the astigmatism in the left eye. The surgeon is planning a retreatment of this pt's left eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).